Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator service required error was confirmed in the event log. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.